Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tube burst and leaked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tube burst and leaked. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the batch record for lot#7290345 was reviewed, no related abnormalities were found during the manufacturing process. A sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided, samples were subjected to leakage testing. The results fell with the expected parameters set by product specifications. Additional testing with excessively high pressure outside of product specifications was able to replicate the reported issue, leading the investigative team to determine the most probable root cause was an internal pressure greater than the upper limit of product specifications being applied to the device during the course of use. Instructions for use recommend that the pressure inside of the tubing not exceed 45 psi to avoid reoccurrence of this issue. Bd will continue to track and trend for this failure mode. .

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tube burst and leaked. There was no report of exposure, serious injury or medical intervention.